Event description:
Per the clinic, patient developed ulcer at the magnet site which leads to an infection and skin dehiscence, exposing the receiver/stimulator. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported) and hospitalized to receive IV antibiotics (specific date and duration not reported). The patient underwent a skin revision surgery for debridement of granulation tissue, muscle tissue and subcutaneous cellular prior to wound flap closure on (B)(6) 2024, and the device was explanted during the same surgery. Reimplantation is planned but has not taken place at the time of this report.